Event description:
The surgeon clamped the instrument on the tissue to be sealed and then activated the foot pedal to seal the tissue. After the a complete sealing the jaws of the device locked across the tissue and was difficult to release.